Event description:
Info rec'd indicates the head section will not lower.

Manufacturer narrative:
The tech found the gas spring was preventing the head section from lowering. The tech replaced the gas spring to repair the bed.